Event description:
Material # mz1000-07, batch # 23125405. It was reported by customer that they encountered a leakage with the new valve attached to the catheter. While trying to attach the first valve, I noticed that there is saline leaking from the valve, then I replaced the valve and the same thing happened twice even after closing the clamp of the catheter. Verbatim: I encounterd a leakage with the new valve attached to the catheter. While trying to attach the first valve, I noticed that there is saline leaking from the valve, then I replaced the valve and the same thing happened twice even after closing the clamp of the catheter. I also noticed that when I inject the radioactive tracer, a drop of the fluid is left on the outer part off the valve that can contaminate the treadmill, patients' clothes.

Manufacturer narrative:
A video of infusion set mz1000-07 were received for quality evaluation. No physical samples were returned for investigation. The video was examined, and the complaint of leakage was verified. The leakage was found at the male luer side of the sample. The root cause for the failure reported could not be determined as a physical sample was not returned. A device history record review for model mz1000-07 lot number 23125405 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # mz1000-07, batch # unknown. It was reported by customer that they encountered a leakage with the new valve attached to the catheter. While trying to attach the first valve, I noticed that there is saline leaking from the valve, then I replaced the valve and the same thing happened twice even after closing the clamp of the catheter. Verbatim: , I encounterd a leakage with the new valve attached to the catheter. While trying to attach the first valve, I noticed that there is saline leaking from the valve, then I replaced the valve and the same thing happened twice even after closing the clamp of the catheter. I also noticed that when I inject the radioactive tracer, a drop of the fluid is left on the outer part off the valve that can contaminate the treadmill, patients' clothes.